Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: during investigation of the returned pump, a call service (cs69) alarm was reproduced at power up. The pump was unable to recover from cs69 after a pump reboot. The total daily doses added up correctly. There were no alarms related to the complaint observed in alarm history. The original complaint could not be investigated due to the call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 35 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the prime menu and basal edit screen being accessed. The bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. Cts referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.